Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event to 61 mg/dl while using the ilet system, noted by sweating, and self-treated with oral carbohydrates (cookies) to bring glucose back into range; no device-specific problem or component issue was identified and the cause remained unclear. Symptoms included hypoglycemia and hot flashes/flushes. Outcomes included no lasting health consequences or impact, and an unexpected medical intervention in the form of medication-equivalent oral glucose. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.